Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the guide wire was broken in the patient¿s bone during pre-drilling by the drill bit. All of the broken piece of the guide wire was removed from the patient. The surgeon had to extend the skin incision and the fracture part to remove the broken piece. The surgeon finished screw insertion without pre-drilling. The fracture part became hard, one and half month has already passed since the patient injured. The drill bit might touch the guide wire during drilling. There was 40 minutes delay in the surgery. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient data reported (B)(4). Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: our investigation shows that the drill bits are broken off at the end of the flute. The broken off part is missing. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information and without all involved parts we cannot determine the exact root cause. Due to the wear and tear signs, it is likely that this product was often and intensive used instrument. It is likely that the cause of the breakage is the result of a mechanical overload situation during use. The bad condition of the device, before surgery, may also have played a contributory negligence to the breakage. The microscopic analysis of the broken surfaces shows a homogenous surface what indicates material conformity. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Please note: blunt drill bits require more mechanical power during the application, therefore we recommend that blunt or damaged instruments need to be exchanged before surgery. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. (B)(4): subject device has been received; no conclusions could be drawn as the device is entering the complaint system. (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.